Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the sleep current measurement, active current measurement, and the displacement test however, the vibrator did not activate during the self test due to corrosion inside the pump on the battery tube and vibrator motor. Moisture damage was also found inside the battery tube and on the electronic assembly. No moisture damage was found on the motor or force sensor during visual inspection. The pump was also received with the serial number label fading and broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer also states that the battery was neither damaged nor corroded. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.